Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported "pain", implant "sits inches lower then the right side", implant "has large indents and stretch marks", and "when I lay down the right implant is under my arm. Patient later reported "I know this is years out but I am having severe pain on my right side , I have consular contraction." This record is for the right side. Device remains implanted.